Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year old female patient underwent primary breast augmentation with two 375cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast implant deflations. As a result, the patient underwent bilateral removal and replacement with mentor saline breast prostheses on (B)(6) 2022. This medwatch form is for the right breast prosthesis. Deflation on the left breast implant had been reported under mrn: 1645337-2022-02691.

Manufacturer narrative:
On june 24, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.